Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, impossible to connect correctly the ventricular lead to the connector screw. An additional attempt with the atrial connector but no success.

Event description:
Impossible to connect correctly the ventricular lead to the connector screw. An additional attempt with the atrial connector but no success.